Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
Event occurred regarding a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was stated in the report that there was a leakage. Patient involvement is unknown.

Manufacturer narrative:
One photo of the y-site on a plum set was reviewed for evaluation. There was no clear evidence of leakage observed. The complaint of leakage cannot be replicated or confirmed without the return of the used set. The lot history could not be reviewed due to no lot number being provided.